Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose and under delivery of insulin. Customer¿s blood glucose value was 409 mg/dl. The customer did not treat by the time they called. During troubleshooting, a bent infusion set cannula was identified. Insulin pump will not be returned for analysis.